Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female pt of unk age or origin. The pt was taking an unspecified medication for treatment of an unk indication beginning on an unk date. In 2008, the humapen ergo burgundy/clear pen body (lot a1530) with a clear cartridge holder attached was reported to two engagement tabs broken. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on 02/10/2008. It was unk if use with another humapen ergo device was continued. Further info will be added when received. Refer to results/conclusion section. Update 02/22/2008; add'l info received in gpcms 02/21/2008; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date an EU/ca device button; changed improper use/storage from no to yes; updated psur comments and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
Investigation in progress. Note: this report includes final eval findings. No add'l info is expected. Eval summary: the actual complaint device (lot a1530, mfg january 2001) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." There is evidence of improper use. Tool marks were observed on the broken engagement tab surfaces, mounting bayonet and engagement tab regions. The damage is consistent with damage incurred by bending fatigue. This behavior is considered to be misuse and is prohibited in the user manual.